Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately two (2) years and one (1) month post-implantation, the patient began to experience limited range of motion and was unable to bend the implanted knee past 90 degrees and use stairs. Subsequently, the patient underwent revision surgery. The tibial component, articular surface, and implanted patella were replaced without reported complication. All available information has been reported.

Manufacturer narrative:
(B)(4). D10: medical product: persona articular surface fixed bearing cruciate retaining (cr) left 10 mm height: catalog#42512000510, lot#65197311; all-poly patella cemented 35 mm diameter: catalog#42540200035, lot#65061531; femur cemented cruciate retaining (cr) standard left size 11: catalog#42502607001, lot#65162382. G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.